Event description:
The customer contact reported a constant proximal occlusion alarm. At an unspecified time, the device was programmed to deliver oxytocin 30 units/500 ml, at a rate of 1ml/min, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the device alarmed for proximal occlusion. The device was removed from clinical service. There were no reports of adverse patient effects. No medical interventions were required. During testing at the user facility, the device alarmed with a proximal occlusion that could not be cleared. Though requested, no additional information was provided, including if therapy was completed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.